Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent remains in patient. Device issue: stent dislodgement. It was reported that a vision 3.0x18 mm was used to stent a lesion in a diseased vessel. The stent was negotiated; however, upon reaching the lesion, it was found that the stent was missing from the delivery system. No additional event or patient information is available.

Manufacturer narrative:
Results: product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast visible in the inflation lumen and balloon. The stent implant was not returned. No balloon was partially inflated with air and fluid. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The protective sheath was not returned. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.